Event description:
A malfunction was reported with a specific error code, which was detected as a software issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not reappear. The customer was instructed to continue using the pump and to call back if the issue recurred.